Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead helix 'jumped out' too fast, resulting in the lead perforating the right ventricle (rv). The patient subsequently experienced a pleural effusion and tamponade, and underwent a pericardiocentesis. The lead was eventually implanted after multiple repositionings, and remains in use. The patient complained of shortness of breath and chest pain. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.